Manufacturer narrative:
The returned device was evaluated and the bg meter sensor beams were found to have been bent, causing the inability to get bg readings. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 14.9 mmol/l (268 mg/dl) and that the omnipod personal diabetes manager (pdm) bg meter was no longer working. It also seem that there is something preventing the test strip to fully enter the port of the meter in the pdm.